Event description:
Initial and follow-up information received on 27-aug, 03-sep, and 09-sep-09, respectively were processed together: this non-serious spontaneous case report from a foreign country by a nurse, via a dermatology franchise manager, and forwarded by our intn'l affiliate. This case involves a female patient, who first received poly-l-lactic acid (sculptra) therapy sometime in 2006. The patient completed five treatment sessions (equivalent to 5 vials). Twelve months ago, nodules appeared. In 2009, the patient presented to the clinic and it was noted that the nodules had increased in size. The patient is being treated by a different physician with cortisone injections. The event remains ongoing. No further information was provided. Reporter's causality assessment: highly probable.